Event description:
Customer's pump was reported to have a malfunction as it was not charging, which occurred on november 20, 2025, as reported by the distributor dinno santé from france. There was no adverse impact on the customer's blood glucose level, but specific blood glucose information was unavailable. No additional corrective actions were noted, and the pump was out of warranty and not being returned for replacement at the time of the report.